Event description:
During surgery, surgeon noticed that the broach handle disassembled. C-ring had fallen into wound and was retrieved with no further incident to pt.

Manufacturer narrative:
Returned device is currently undergoing engineering evaluation.